Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the patient had her scs ipg replaced with a new one. Stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable as the charger would not locate the ipg, and the programmer displayed a communication error. The patient reportedly has not used the system or recharged the ipg for over three months. Surgical intervention may be taken to address the issue.